Event description:
The customer called to report the pump had no delivery alarms. Also stated the alarms occurred and were visible but there was no audible tone. According to the customer the device has not been dropped, bumped, or exposed to moisture.